Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 147 mg/dl and 67 mg/dl (compact plus system 1) and 68 mg/dl (compact plus system 2). No adverse event was reported. The alleged product was requested for evaluation.